Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed, catalog #: 42532007102, lot #: 63297257. Articular surface fixed bearing, catalog #: 42521400714, lot #: 63075346. All poly patella, catalog #: 42540000032, lot#: 63301421. Customer has indicated product will not be returned to zimmer biomet for investigation as the product was retained by the customer. The investigation is in process. Once the investigation is completed, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Patient retained products.

Event description:
It was reported that patient underwent initial knee arthroplasty. Subsequently, patient underwent revision due to loosening of femoral component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records received. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.